Event description:
It was reported that the high voltage coils of the right ventricular (rv) lead were exhibiting out-of-range impedance, noise and were damaged. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5076 lead, implanted: (B)(6) 2010. (B)(4).